Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing discovered that the lemo connector on the interface (umbilical) cable was damaged. Though no damages were noticed aside from this. The cable was replaced as well as gain calibrations being performed on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Testing confirmed the reported damaged lemo connector. This indicates a mechanical failure due to a damaged connector. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, when a 3d spin was taken and transferred with the imaging system. The image was black and white without any visible anatomy. Initial troubleshooting was performed by restarting the system and taking a new spin which resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.